Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing an error code present in the device. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's third-party service center for further investigation. Upon external/internal evaluation of the device, the device powered on and provided air flow. Visible foam particles were noted within the device. The device's downloaded logs were reviewed by the manufacturer. 1 error code was identified. The manufacturer concludes that the complaint of the device could be identified and there was presence of degraded sound abatement foam. The unit was scrapped.